Event description:
The health care professional (hcp) reported that as soon as the patient is placed on the machine it alarms for dialysate flow rate. Nurse could not clear alarm and blood was noted in the dialysate. Patient blood loss was 200 cc's with no medical intervention or patient injury.